Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. It was reported this occurred with four devices. This report addresses the third device.